Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
On-site investigation performed by our field service engineer found that the reported failure was caused by a faulty inspiratory pressure transducer printed circuit board (pcb) which was replaced and returned for investigation. The reported pressure transducer test failure was not reproduced when the returned pcb was tested in a reference ventilator and no alarms were generated during ventilation. However it could be noticed that the measured offset from the inspiratory pressure transducer was high and close to the allowed limits (±300 mv). The reported failure is confirmed in received device logs showing that the inspiratory pressure transducer¿s offset value had been drifting intermittently and causing failures in the pressure transducer test since (B)(6) 2017. The date of event is updated accordingly. The conclusion is that the offset drift of the pressure sensor on the returned pcb is the cause of the reported failure. The root cause of the drift has not been determined.

Event description:
(B)(4).